Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Bg value not provided. Cause was not known. Reportedly, the customer lost consciousness due to bg level. Customer put syrup on gums and drank juice in an attempt to address bg. A good samaritan in the parking lot contacted emergency medical technicians (emts). Emts provided glucagon to further address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.